Manufacturer narrative:
The lens was returned in a biohazard bag. Solution was dried on the lens. The optic was cut into two portions, typical of insertion and removal. Both cut optic portions have scratches on the anterior and posterior sides of the lens. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge. The associated handpiece was not provided. It is unknown if a qualified product was used. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the IFU (instructions for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU (instructions for use) instructs that aa company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, surgeon implanted lens then it was found to be scratched/cracked and then it was removed. Additional information was requested, but further no information was available.

Event description:
Additional information was received stating patient's symptoms were resolved.

Manufacturer narrative:
Correction information was provided in h.6. As the conclusion code 19 was added. The manufacturer internal reference number is: (B)(4)